Event description:
Used "icy hot" product on lower back. Sustained severe burns and skin was ripped off when product was removed. Dates of use: 2008 for 8 hours. Diagnosis or reason for use: sore lower back.